Event description:
It was reported that the weldment that holds that side rail on the stretcher broke causing the patient to lose their balance and fall. It was reported that the patient may have been using the side rail to prop themselves up to use a bed pan. The patient had bruises and lacerations as a result of the fall.